Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation, bilateral breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 275cc saline breast prostheses when the right breast prosthesis deflated after implantation. Right breast prosthesis deflation was confirmed by a healthcare professional. Additionally, the patient developed bilateral breast ptosis. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 325cc saline breast prostheses on (B)(6) 2021. During explantation surgery, the patient¿s left breast prosthesis was deflated intentionally. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 29-oct-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient underweat explantation of the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view, measuring approximately 0.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the missing material, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).